Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had a leak in past second o ring. The customer¿s blood glucose level 123 mg/dl at the time of the incident. The customer also stated that the reservoir was leaking while filling insulin in the prime. The reservoir will not be returned.